Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient's mother reported the cgm was reading within range at 7-8 mmol/l, but the patient felt shaky and unwell. The mother did a fingerstick bg which was 2 mmol/l. The mother called an ambulance, stating she wanted to check with them whether to give the patient a glucagon injection or just treat with sugar. She declined to provide any information about what treatment was provided but stated that he was doing well at the time of the follow up. The reported allegation falls within the "d" zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.